Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference other related manufacturer report. Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 (s3) valve in mac in the mitral position via transseptal approach, the first valve was placed in native mitral space as planned with +5cc from nominal. Tee and fluoro showed that the valve was migrating in the atrial post implant. A second 29mm s3 was placed in a more ventricular position in an attempt to anchor both prostheses. The tee and fluoro both showed that the 2 valves were migrating in the atrial direction. Patient was placed on ECMO and taken for emergency room for open heart surgery. Both 29mm sapien valves were explanted and a surgical mitral valve was implanted. Per follow up the cause of the migration was the valve being undersized to the native mitral anatomy. There was no indication of edwards device malfunction that contributed to this event.

Manufacturer narrative:
Additionally, correction to section d2 the sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3, procedural training manual and no IFU/training deficiencies were identified. The complaint was unable to be confirmed due to unavailability of applicable imagery/medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was deployed within mitral annular calcification (mac), which is not an indicated use of the device. Therefore, this was off-label operation. As reported, "the first valve was placed in native mitral space as planned with +5cc from nominal. Tee and fluoro showed that the valve was migrating in the atrial post implant." Per additionally received information, "the cause of the migration was the valve being undersized to the native mitral anatomy." Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. In this case, a combination of undersized thv (in reference to mitral annulus) and implantation directly within mitral annular calcification (mac) likely prevented secure anchoring of the valve to target site, causing it to migrate atrial post-employment. As such, available information suggests that procedural factors (undersized valve, off-label operation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required. This is 1of 2 manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07557.